Event description:
It was reported the patient had a loss of therapeutic effect and symptoms returned the last two months prior to report. The patient was on program 4 at 2.5 and planned to leave it there to see if it will help with symptoms. Additional information reported the patient was still having concerns regarding their device or therapy and planned to work with their doctor or representative on (B)(6) 2013. It was later reported that a reprogramming appointment was scheduled for (B)(6) 2013 but the patient canceled it. It was noted that the patient had not been seen in the clinic since (B)(6) 2012 and had not scheduled or kept any appointments since. Additional information received reported that stimulator and lead was explanted on (B)(6) 2014. The reason for removal was reported as not needed. The patient was alive with no injury the day of reported event. It was reported that the patient recovered without sequel. It was noted that the device was returned for disposal only and no analysis report requested.

Manufacturer narrative:
Analysis finding of stimulator serial number (B)(4) found no anomaly. Analysis finding of lead serial number (B)(4) found short between the number 0 and number 1 circuits at the connector end. The proximal end of the lead conductor had a short between circuits (dry conditions) normal.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg 3058 remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg 3058. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the ipg 3058 is inconclusive because the patient indicated she was still having concerns with her device/therapy and had an appointment scheduled for (B)(6) 2013 but cancelled it with no attempt to reschedule, per lfc. The cause of the event and attempts at resolution remain unknown. Concomitant medical products: product ID 3889-28, lot# v969906, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# v969906 serial# implanted: 2012(B)(6) explanted: 2014-(B)(6) product type lead product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3889-28 lot# v969906 serial# implanted: 2012-(B)(6) explanted: 2014-(B)(6) product type lead h6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Evaluation code method of 10 applies to both ins 3058 njy195543h and lead 3889-28 v969906. Evaluation code-result of 213 and evaluation code-conclusion of 67 apply to ins 3058 njy195543h. Evaluation code-result of 121 and evaluation code-conclusion of 25 apply to lead 3889-28 v969906. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep). It was reported to the rep by the hcp that the patient ended up having a sigmoid colostomy and had the device removed on 2014-(B)(6). It was noted by the rep that there was no rep present at initial case and that they were finding out about this years later. The patient's indications for use were fecal incontinence and gastrointestinal/pelvic floor. There were no further complications reported.